Event description:
A customer reported that the t:slim x2 pump battery would not charge, even after using different charging cables and adapters. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy.